Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that the device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon has encountered insufflation issues. The surgeon is able to manipulate the device and complete the procedure but it is a nuisance to the surgeon. There was no patient consequence reported.